Event description:
Information was received from a health care provider (hcp) via manufacturing representative regarding a patient who was receiving un known baclofen via an implantable pump. It was reported that the caller (manufacturing representative) stated that he received an email from hcp stated during a refill (of unknown patient) there was a volume discrepancy of 10ml more than expected. There were no symptoms noted and the patient was responded well to therapy. The caller wanted to know how the hcp should proceed. The tech services reviewed volume discrepancy considerations for hcp and noted information. No further issue was noted at this time. The caller did not have any patient information for this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.